Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood glucose results were 162 compared to the labs 134 mg/dl. Tests were done within 10 minutes. Pt's blood applying technique is incorrect. Pt did not experience any adverse events. No further info has been has reported.